Event description:
It was reported by the service report that the hydraulic jack was bent and would not lower as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.